Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient had a 2nd mesh implanted. It is a 12cm round parietex mesh which was placed on subxyphoid region. Since the day of the implant, the patient had been in worsening pain. The patient had numerous procedures including 3 medial branch nerve blocks, 5 level cryo-ablation, spinal cord stimulator implanted, steroids, rounds of myofacial massage, acupuncture, and had a variety of medications, psychotherapy, all for lessening the pain.